Event description:
It was reported that the warmer's bottom case was cracked and leaking. No report of patient involvement.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection: cracked enclosure and tank cover. Outdated printed circuit board (pcb) and power switch. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device leaked in back near the drain elbow confirming the complaint. A root cause was a cracked tank near drain tube fitting from wear of usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.